Event description:
It was reported that a spectrum pump had a faulty keypad. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, faulty keypad, which was reproduced. Evaluation found the #5 key acting as the #2 key and the #6 key acting as the #3 key caused by a failing keypad. The front case (including the failing keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (double, or automatic output).